Event description:
A patient reports while charging their controller overnight the charger had melted in the charging port. The patient reports their controller is working and they have a back up method for insulin delivery as well.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The returned device was evaluated and the complaint reported thermal issue is currently under the referenced CAPA investigation, and has been verified by the returned device. No further post market lab investigation evaluation is required.